Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error during bolus injection. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. Customer reported that the same error occurred last year, and the customer was worried about continued use of the device. No harm requiring medical intervention was reported. Product return status for mmt-1882 was unknown. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No e/a alarm unspecified was noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 alarm (variable #: 15) on the event date of 26-jun-2024 at 11:32:54.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, and pillowing keypad overlay. E/a alarm unspecified was confirmed in the pump history files and traces. Pump error 63 was confirmed in the pump history files and traces due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.